Event description:
Mynx vascular closure device broke in two pieces requiring surgical recovery. No permanent injury noted to the patient. Incident reported to the manufacturer on (B)(6) 2011 at approximately 1501. Both sections of the device were recovered and sequestered by risk management, then turned over to the manufacturer for analysis. Diagnosis or reason for use: cardiac catheterization.